Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1317ft drive assembly was received for investigation, along with two guide wires, a nano corkscrew anchor, and the associated suture construct for the corkscrew anchor. Visual inspection identified that the proximal threads along the anchor had broken. It was noted that the method of bone preparation and the bone quality encountered were not recorded. The most likely cause for this event is undetermined, although possible causes could be linked to improper bone preparation and/or prying/leveraging during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that two anchors broke at the proximal end during the surgery when trying to insert them into the bone. The bone was prepared with a k-wire, although it broke two times just after a few turns. Finally, the hole was expanded using a k-wire with a greater diameter and the surgery was successfully completed with a third anchor of the same part number. No harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or perform a second surgery.